Manufacturer narrative:
B3. The actual date of event is unknown. The date received by the manufacturer has been used for this field. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure modes for fibrin and hemolysis were observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issues of fibrin and hemolysis were not observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes fibrin and hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes that an unspecified number of tubes contained fibrin. There was no health impact or consequence reported. During an initial review of the customer provided photos, hemolysis was also observed.